Event description:
(B)(4). I have had essure since (B)(6) 2011, and I have had an ablation in my neck in 2012-2013 and current treatments for my pain in my back. I have been losing teeth and having them pulled. I have severe period pain after implantation of essure. Hair loss, headaches, muscle weakness, my knees pop/click when walking, extreme tiredness and sharp shock like pains throughout my body at any given time.